Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Fluoroscopy was performed which showed the patient's right ventricular (rv) lead had perforated the patient's heart and the lead was dislodged. The physician explanted and replaced the rv lead. The patient was stable throughout.